Event description:
It was reported that during unpacking for a percutaneous coronary intervention, shaft break occurred. When pulling the 2.5x15mm maverick 2 monorail balloon catheter out of the package, the shaft broke into 2 pieces. The device did not enter the patient's body. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). There was a complete separation of the midshaft 5 mm proximally from the guidewire exit notch. The appearance of the fractured end of the midshaft may be consistent with separation due to tensile overload applied during manipulation of the device. Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).